Event description:
It was reported that, "during torquing of the bolt that secures the neck to the stem body the torque wrench slipped. The dr attempted to re-torque and the bolt snapped. The pieces of the bolt were removed. A new neck of the same length was opened and the bolt from this neck was used to secure the neck and stem together."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The is the same pt/event as MFR # 2249697-2012-00439.